Manufacturer narrative:
Upon analysis of the returned product, a fault with a severe medical consequence was found. Analysis reply: novopen 4: technical visual, and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. The device was disassembled. The piston rod moves backwards during dosage selection due to a loose internal part. Conclusion: the user's experience with the device can be confirmed. The observed problem on the push-button is due to incorrect handling during use. This case was reclassified to an incident due to this fault. Company comment: upon analysis a fault which could lead to an incident was identified. The push-button was blocked and the piston rod moves backwards during dosage selection. An internal part in the pen is broken, but due to the pen construction, the dose accuracy is not affected if the pen is used according to the instruction. However, if the customer, after changing the penfill, is setting the dose before returning the piston rod and neglecting to prime the pen, the patient could receive a too high dose and experience a hypoglycemic event. The fault should initially be obvious to the patient because of the change in injection force and as a result, the overall risk of an adverse event is considered minimal. Reporter comment: final comment from the manufacturer: (B)(6) 2010: during investigation of the device, a fault which could lead to an incident was identified. One case has reported adverse events, in connection to a fault similar to that in (B)(6). It was estimated that the fault found did not have causal relationship with adverse events reported in the case. The reporting rate for the reports, where a similar fault as that seen in (B)(4) has been found, is low and decreasing.

Event description:
In spite of correct needle handling, piston rod moves back [device malfunction]. Case description: the incident does not represent a serious public health threat. Class iib. This spontaneous case from (B)(6) was reported by a consumer as "in spite of correct needle handling, piston rod moves back" and concerns a patient using novopen 4 from an unknown date to an unknown date due to an unknown indication. Patient's height: not reported.